Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and almost distributed in the market, there are (B)(4) units in stock. Received 5 unopened pouches from stock for analysis. Analyzed the purity in n-butyl cyanoacrylate of the samples received from stock and the results fulfill the product specifications. Reviewed the batch manufacturing record this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: as indicated in the histoacryl flexible instructions for use: "closure of minimum-tension skin wounds from clean surgical incisions and simple, thoroughly cleansed, trauma-induced lacerations." "Hold the edges together for approximately 30 seconds after application to allow histoacryl flexible to cure and to prevent displacement of the wound edges." Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is are registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. It is reported that the wound dehiscence following use of histoacryl tissue adhesive.